Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 for this event found clenz overflowing through the vacuum system due to clenz priming pinch valve staying open due to a software glitch in the system. The fse drained the clenz from vacuum system, reset the analyzer, and verified repairs per established procedures. As per product labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting a fluid leak under their coulter lh 500 instrument, however was unable to confirm the source of the leak. There was no reported impact to patient sample testing associated with this incident. The customer was wearing appropriate personal protective equipment (ppe) when the incident occurred. No injuries occurred and no-one sought medical attention. There was no report of exposure to mucous membranes or open wounds.